Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements have gradually increased and has showed out-of-range of over 125 ohms. Technical services reviewed the case and indicated that the impedance has been hovering around 125 ohms and has alerted in the past. It was recommended to increase the alert threshold to 150 ohms. This rv lead remains in service and no adverse patient effects were reported